Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, cloudy fluid and diarrhea. The cause of the peritonitis was unknown. The same day as event diagnosis, the patient was hospitalized for the event. The same day, the patient was treated with intraperitoneal injection amikacin (250 mg in first and third bag), intravenous (IV) injection of ofloxacin (100 ml once daily) and IV injection of zocef (750 mg, two times a day) for peritonitis. Five days after hospital admission, the patient was discharged, antibiotic therapy was discontinued, dianeal therapy was discontinued, the pd catheter was removed and the patient was moved to hemodialysis. At the time of this report the patient was not recovered from this peritonitis event. No additional information is available.